Event description:
Laparoscopic cholecystectomy for severly inflamed and hydropic gallbladder performed in 2005. Endopouch retriever used for retrieval. Pt discharged the next day. Pt continued with abdominal pain. CT scan 4 mos later revealed a foreign object. Return to surgery for retrieval of foreign object occurred the following month. Foreign object was 3.5 x 2 x 1 cm plastic sac and was removed. Appears to be bottom portion of the specimen bag. Pt recovered with no adverse outcome to date. Product: ethicon endo-surgery endopouch retriever, ethicon endo surgery. Product continues in use.